Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red rash on his back under the therapy electrode pads. The patient's doctor reported that the rash appeared to be a yeast infection and prescribed nystatin cream. Follow-up indicated that after using the prescribed cream the skin irritation was improving.